Event description:
The occlusive PICC (peripherally inserted central catheter) line dressing was changed per protocol. There was a leak noted in the catheter at the location of the butterfly and the hub. The PICC was removed, and doctor was notified. A piv (peripheral intravenous line) was started and doctor stated that he would talk to mom to get another consent for another PICC line.